Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that patient underwent lysis of left lower quadrant adhesions, removal of portion of mesh beneath the urethra and anterior colporrhaphy on (B)(6) 2014 due to acute onset left lower quadrant pain. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that patient underwent placement of left-sided interstim device due to urgency, frequency and urge urinary incontinence on (B)(6) 2015; and replacement of left sided interstim device on (B)(6) 2015, due to urge urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bilateral salpingo-oophorectomy, laparoscopy with lysis of adhesions, and pelvic adhesions due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, recurrence and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013 due to left lower quadrant pain, urinary urgency, and patient¿s request to remove the portion of the mesh beneath urethra and cystocele. (B)(4).